Manufacturer narrative:
The device was discarded, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), the access vessels were pretreated with dilators. During the initial insertion of the dcs using the inline sheath, resistance was felt in the left femoral artery. A second attempt was made to insert the dcs that also encountered resistance. A 20 fr introducer sheath was then inserted and the dcs entered the vessel without issue and the valve was implanted. The patient tolerated the implant procedure and the sheath was removed. After removal of the sheath an angiogram of the left iliofemoral artery showed a dissection. A surgical cut down was performed and two stents were implanted. The cause of the dissection was reportedly due to the serial dilations or the inline sheath. No additional adverse patient effects were reported.